Event description:
Surgeon reported to field service specialist (fss) that he had a difficult flap lift in right eye of a patient that resulted in a partial flap tear. Excimer treatment was completed on both eyes. No loss of vision reported and patient was 20/25 1 day post op. A bandage contact lens was applied.

Manufacturer narrative:
(B)(4). Application support manager (asm) spoke with account and found that surgeon programmed a 100- flap depth. On (B)(6) 2015 patient was seeing 20/20 right eye and 20/15 both. A field service specialist (fss) checked the laser and found system met specifications on arrival. He optimized oscilator, amplifier and laser engine. ''Melt in gel'' test met specifications and did not change from when arrived at site. All pertinent information available to abbott medical optics has been submitted. Placeholder.